Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a post-reset alarm and a software error detection alarm. The patient's blood glucose at the time of incident was 8.5 mmol/l. Prior to both alarms the insulin pump buttons were sometimes unresponsive. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and the battery was removed from the pump and monitored for 10 minutes. The pump powered up properly after the insertion of the battery and no pump error 23 alarms were noted. No pump error 54 was noted during testing. However, the pump alarmed error 63 during the self test due to a cold solder joint at the keypad assembly. The pump passed the leak test. The pump was received with intermittent buttons due to a problem isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.